Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programmer was displaying error code. Technical support contacted the patient for troubleshooting which was unsuccessful as the error code still displayed. A company representative met with the patient and reported the patient's ipg as being inoperable. Surgical intervention was taken to replace the ipg. Reportedly post-operatively the patient has therapy and issue was resolved.